Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported via email that an unspecified number of friends have experienced an unknown amount of tampons falling apart upon removal. No further information was provided regarding the use of the product or outcome.